Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was informed about the incident with the maxi sky 600 ceiling lift involvement. It was reported that while a patient transfer, the split ring of the dps spreader bar "became loose, causing the lift to sink down." As a consequence of the event, the patient fell on the bed. Following the information provided, the patient did not sustain any injury. During the video call with an arjo representative, the customer was instructed how to repair the equipment. An arjo technician inspected the equipment at the customer's site after the incident. The technician confirmed that the repair was done properly.

Manufacturer narrative:
Arjo was informed about the incident with the maxi sky 600 ceiling lift involvement. It was reported that while a patient transfer, when the patient was above the bed, the split ring of the spreader bar "became loose, causing the lift to sink down". As a consequence of the event, the patient fell on the bed. Following the information provided, the patient did not sustain any injury. During a video call with the customer after the incident, arjo provided the support and troubleshooting instructions needed to repair the equipment. The arjo service technician checked that the lift was operating properly after the repair during a visit at the customer¿s site. From the information provided it appeared that the part that came loose was the spreader bar actuator's pin. The part coming loose was due to the lack of a split ring which should be inserted through the hole in the pin to avoid its disconnection during use. Arjo representative who inspected the device at the customer's site stated that the reason why part for the spreader bar was missing is not known. It is only known from information obtained from the customer that the device was not checked before use. The service history of the device was checked. No issue related to the missing split ring of the spreader bar actuator pin was reported in the past. It can be assumed that after the spreader bar actuator was replaced, the split ring was not put back in place. To verify this hypothesis, the device's maintenance records were checked. No information was found as to when the spreader bar actuator was last replaced. Therefore, it was impossible to confirm the above hypothesis and determine the exact root cause of the reported malfunction. To sum up, the maxi sky 600 ceiling lift was being used for a patient transfer when the unintended downward movement of the spreader bar occurred leading to the patient's fall on the bed. From that perspective, the device did not meet its performance specification. The complaint was decided to be reported to competent authorities due to the indication of the unintended downward movement of the spreader bar which resulted in the patient's falling. No injury was sustained.

Event description:
Arjo was informed about the incident with the maxi sky 600 ceiling lift involvement. It was reported that while a patient transfer, when the patient was above the bed, the split ring of the spreader bar "became loose, causing the lift to sink down". As a consequence of the event, the patient fell on the bed. Following the information provided, the patient did not sustain any injury. During a video call with the customer after the incident, arjo provided the support and troubleshooting instructions needed to repair the equipment. The arjo service technician checked that the lift was operating properly after the repair during a visit at the customer¿s site.

Manufacturer narrative:
Arjo was informed about an incident with the maxi sky 600 ceiling lift involvement. It was reported that while a patient¿s transfer, when the patient was above the bed, the spreader bar detached from the lifting strap leading to the patient¿s fall on the bed. The patient did not sustain any injury. Following the information provided by the customer, the spreader bar detachment occurred due to a lack of the split ring at the spreader bar¿s clevis pin attachment. During a video call with the customer after the incident, arjo provided the support and troubleshooting instructions needed to repair the equipment. The arjo service technician checked that the lift was operating properly after the repair during a visit at the customer¿s site. The spreader bar is attached to the end of the ceiling lift strap by a connection located in a spreader bar union tube. The strap attachment clevis pin is fitted through the spreader bar socket and lift strap, and next it is secured by split ring inserted through the hole in the pin to avoid its disconnection during use. The customer informed that it is unknown why and how the split ring came off the clevis pin. Based on the analysis of the post-market surveillance data, it is possible that the split ring was not installed when the spreader bar was changed on the lift for some purpose, or that it had been removed by a person for an unknown reason. A review of the service history for the device showed that the lift was operating properly after the performed repairs, therefore the incorrect installation after the repair has been ruled out as the potential cause of the spreader bar detachment. Due to the possibility of using different types of compatible sling with the maxi sky 600 ceiling lift, the user has the opportunity of changing the spreader bars. The instructions for use (IFU) for the maxi sky 600 ceiling lift (document number: 001.14151.33.en) in the "how to use the maxi sky 600 ceiling lift" warns the user: (...) Make sure that the spreader bar is correctly attached to the ceiling lift. See fig. 7 (...)". The mentioned figure shows the proper attachment of the spreader bar to the lifting strap using the split ring. Additionally, the product instruction for use includes the following: "warning: before using the maxi sky 600, always ensure the strap attachment pin is installed correctly through the spreader bar socket and lift strap, and that the split ring is correctly inserted through the hole in the pin (¿)". Inspections for spreader bar and slings: before every use - inspect the spreader bar on the strap of the lift for damage or cracks. Make sure all attachments are properly secured (e.g. Split ring)." The "care and maintenance - daily checklist " section also instructs the user that: "the following procedures must be followed before each use: ensure the split ring and cotter pins that attach the spreader bar to the strap are secured". The customer informed that the ceiling lift and the spreader bar were not checked before use. Based on all the information obtained during the course of this investigation, arjo deemed that split ring might not have been installed while changing the spreader bars and then the lift attachments might have not been checked before use. To sum up, the maxi sky 600 ceiling lift was being used for a patient transfer when the spreader bar detached and patient fell to the bed. From that perspective, the device did not meet its performance specification. The complaint was decided to be reported to competent authorities as the spreader bar of the device detached during a patient transfer leading to the patient fall. No injury was sustained.